Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower part of lcd (liquid crystal display) is missing columns. Upper and lower case halves are broken. Battery release is contaminated. One bail cover and ring cover are broken. Lead flex cover is corroded. One printed circuit board flex is creased. Battery contacts are compressed. One bail is missing. Battery drawer latch is damaged.

Event description:
It was reported that the lower display on the external pulse generator was "bad." The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.